Manufacturer narrative:
The returned device was analyzed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Under-insertion of the lead's terminal pin into the device header is suspected to be the cause of the reported out-of-range impedance values observed during the implant procedure, but this could not be confirmed during laboratory analysis. Note that boston scientific has a vigilant quality monitoring system and we aggressively monitor field performance of all our products. We will continue to monitor for future, similar events.

Event description:
This supplemental report is being filed as the device evaluation was completed.

Event description:
This supplemental report is being filed as the conclusion code was updated.

Event description:
It was reported that during the implant procedure the physician experienced difficulty inserting the right atrial (ra) lead into this implantable cardioverter defibrillator (ICD) header. The torque wrench was inserted into the seal plug to burp the lead, and the terminal pin was soaked, which didn't resolve the issue. It was noted the ra lead pacing impedances were 2400 ohms through the ICD, and 380 ohms through the pacing system analyzer (psa). This ICD was removed and replaced prior to pocket closure, which resolved the insertion difficulty and high impedances. The ra lead remains in service. No adverse patient effects were reported.